Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "patient had a c4-6 acdf done with reflex hybrid in (B)(6) 2010. Pt was non-complaint and would not wear his collar post op. He pulled his screws out of the vertebral bodies at c4 less than 2 weeks post op. Dr. (B)(6) went in and removed the plate and redid the acdf. The screws were still locked to the plate, just the screws pulled out of the vertebral body."